Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective change-out procedure, the right ventricular (rv) setscrew of this pacemaker would not rotate properly thus preventing the removal of the non-boston scientific rv lead from the header. As the patient was pacemaker dependent, the physician decided to keep the pacemaker and rv lead implanted in the patient for the time being. The patient was referred to a different hospital were another system was implanted successfully. This pacemaker was reprogrammed to vvi 30 and remains in service. No additional adverse patient effects were reported.